Manufacturer narrative:
From the device history record, lot#20190628-23-sh was manufactured on 08 jul 2019. Based on supplier investigation, device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.207g / 10 pieces. No sample available for investigation, only photo of blue lint found on the sample was provided. According to the supplier, the or towel is made of cotton, so cotton fiber is born and inevitable. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product¿s transfer. From the investigation, there was no abnormal situation that occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
The customer reported that during a left heart catheterization with percutaneous coronary intervention, blue lint from the blue or towels pwtb04-stm from the left heart catheterization pack/ sanhdlhsnb was found in the irrigation bowl after the doctor wiped his hands. The towels were used on top of the drape and to wipe the surgeon's hands. The lint was found prior to reaching the patient. Per the customer, there was no injury to the patient. No patient demographics were provided. Although there was no injury, cardinal health is proactively filing an MDR report for potential risk.